Manufacturer narrative:
Both the impella cp pump and data logs were returned for analysis. The data logs confirmed the clinical report of flows initially being appropriate, but then suction alarms were triggered. The suction alarms were prolonged and unable to be resolved. The logs further displayed a pump stop due to high motor current within the first seven minutes of support. The device had been in and out of proper lv position during this time. The pump stop and drop in motor speed are indicative of contact with the pump's impeller. The pump was analyzed and broken down within the testing environment. The visual inspection did demonstrate a kink within the pump catheter. When the pump was run there were suction alarms triggered, as there had been during patient use. Upon microscopic examination there was an observation made of a broken impeller blade. The root cause of the broken blade was most likely the result of an interaction with the newly placed tavr. This failure mode will be monitored and trended. In addition, an incident investigation was initiated to address failures of the type. (B)(4).

Event description:
A (B)(6) year old male was admitted for a tavr (transcatheter aortic valve replacement) on (B)(6) 2017. The cardiac team successfully deployed the new valve and subsequently the patient arrested, was coded for 30 minutes, and was resuscitated. Due to his cardiac instability and need of hemodynamic support, the impella cp was placed via left femoral artery access. The impella cp had good pump flows, but prior to leaving the operating room, he began to have suction alarms so the team attempted to reposition the cp under echo guidance. The repositioning did not remedy the flow and suction alarms, and so the team replaced the cp with another impella pump. The second pump was an impella 2.5 due to inventory at the facility, rather than another cp pump. The second pump supported the patient and allowed for him to be taken out of the operating room and be admitted to the ICU. The patient had ventricular tachycardia and needed CPR as he coded again, within the first 3 hours of admission to the ICU. The family did choose to withdraw care at this time.